Event description:
It was reported that this lead exhibited high pacing thresholds. Due to the patient experiencing heart failure, diuretics were administered. The patient stabilized and the physician decided to explant the lead. Another lead was implanted instead. No further adverse patient effects were reported.